Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was feeling sick and throwing up. The bg was 571 mg/dl with 364 mg/dl on cgm. The parent then rushed her to the hospital and she was in intensive care unit the next day during the call not fully recovered. She was treated with insulin drip, IV drip, and potassium. Of note the patient uses tandem tslim in modified closed loop. Data was received but does not reflect full investigation window. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.